Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review a supplemental medwatch will be filed.

Event description:
Same case as MFR report#: 2134265-2008-02129. Taxus express2 study. It was reported that 27 days following a coronary artery drug eluting stenting procedure the pt developed a hypersensitivity reaction. The index procedure placed two taxus express2 drug eluting stents (3.0 x 28mm and 2.5 x 24 mm) at the mid lad (left anterior descending). The pt was discharged eight days post procedure on nichistate and asa. It was confirmed 27 days post procedure that the pt had a "side effect" due to nichistate. The physician assessed the reaction as possibly related to the taxus express2 drug eluting stent and it was definitely related to antiplatelet medication. Nichistate was discontinued and the event resolved.